Event description:
The hosp reported that during preparation for the endoscopic vein harvesting procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: scholly investigation received on 9/21 indicates that objective shows moisture due to strong shock/mishandling. This shows the mechanical deformation at distal end.